Event description:
A physician reported that, after intraocular lens implantation surgery, lens unfolded in eye, and the physician noticed a central curved crack in the lens. Hence the lens was explanted and replaced with another lens in the same procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).